Manufacturer narrative:
(B)(4) a partial lead was returned in two segments for analysis. External insulation abrasion was noted at 9.2-11.0cm, 31.2-31.4cm, and 31.5-31.9cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 37.8-37.9cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.